Event description:
Procedure: lung resection. According to the reporter: or was performed. Staple line reinforcement was used. The instrument stopped firing at where the previous staple line crossed over upon making a sound. It was removed from cavity with no tissue damage. The incomplete staple line was re-fired with new stapler/sulu and the procedure was completed without any further problems. However, when x-ray was taken a component was found inside pt's body. Re-operation will be performed.

Manufacturer narrative:
Initial report sent to FDA on 08/12/2008.